Manufacturer narrative:
Product analysis: no product was returned. Conclusion: vascular access related complications, such as dissection/stenosis are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site dissection and stenosis were noted. Following valve implant, percutaneous transluminal angioplasty was performed and a stent was placed. It is unknown if the delivery catheter system contributed to the dissection. No additional adverse patient effects were reported.